Event description:
During the procedure this device failed to pace or sense. Reportedly, the physicain stated the device was in excellent position (verified by fluoroscopy) however there were multiple episodes where it would not sense. The patient is reported as fine and the device is being returned for analysis.